Event description:
It was reported frequent and persistent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Reportedly, the customer sometimes used cold insulin which is off label use. Clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.